Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Correction:f,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device had an alarm 2 (low flow). Nurse had a baby on the device and was using a universal pad. Nurse stated that flow rate was 0.3lpm, inlet pressure was -7.1psi, and pump has 563 hours. Nurse confirmed that they were not using a small universal pad. Mss recommended doing skin checks regularly and possibly using a receiving blanket between pad and baby. Mss explained this pad was designed for adult patients and discussed the small universal pads designed for babies. Mss discussed disconnecting the pad, pausing therapy, reconnecting pad, and restarting. Nurse checked tubing for kinks - especially around the connection to the pads and the edge of the bed. Nurse stated that the error had gone away, and the patient was almost normothermic. Nurse will call back if the error pops up again. Mss explained that the heater cannot work at full capacity with low flow. Mss suggested connecting a second pad and placing it to the side if there is no room on the patient to increase the flow rate.

Event description:
It was reported that the arctic sun device had an alarm 2 (low flow). Nurse had a baby on the device and was using a universal pad. Nurse stated that flow rate was 0.3lpm, inlet pressure was -7.1psi, and pump has 563 hours. Nurse confirmed that they were not using a small universal pad. Mss recommended doing skin checks regularly and possibly using a receiving blanket between pad and baby. Mss explained this pad was designed for adult patients and discussed the small universal pads designed for babies. Mss discussed disconnecting the pad, pausing therapy, reconnecting pad, and restarting. Nurse checked tubing for kinks - especially around the connection to the pads and the edge of the bed. Nurse stated that the error had gone away, and the patient was almost normothermic. Nurse will call back if the error pops up again. Mss explained that the heater cannot work at full capacity with low flow. Mss suggested connecting a second pad and placing it to the side if there is no room on the patient to increase the flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.